Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 1997. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to aseptic loosening of the acetabular component with polyethylene wear and osteolysis. Operative notes indicate the cup had migrated and was grossly loose and contained a fractured screw. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 1997. Subsequently, patient underwent a revision procedure on (B)(6) 2012 due to aseptic loosening of the acetabular component with polyethylene wear and osteolysis. Operative notes indicate the cup had migrated and was grossly loose and contained a fractured screw. The modular head, acetabular cup and liner were removed and replaced. Additional information received reported that patient underwent an initial left hip arthroplasty on (B)(6) 1998. Subsequently, patient underwent a left hip revision on (B)(6) 2006 due to osteolysis.